Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a hole in the tubing through pinch valve pv37. The fse replaced the tubing and verified the instrument. The fse found the leak had damaged the peltier module. The fse replaced the peltier module and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The customer stated the cleaner was leaking onto the counter while priming reagents. The volume of the leak was not specified and was not contained within the instrument. No system error messages generated. The customer was wearing gown, gloves, and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.